Manufacturer narrative:
The reported issue was addressed with pressure and a blood transfusion. The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: the reported event was not related to device malfunction. A complications such as retroperitoneal bleeding and re-bleeding are general complications which may be related to endovascular procedures or vascular closure. The device worked as intended.

Event description:
The vascade 5f device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and the doctor pulled back on the device to achieve hemostasis and pulled the device into the access site, but temporary hemostasis was achieved. At this point, the key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device and the device was removed. Final hemostasis achieved with the device. When the patient was moved to recovery, bleeding was observed at the access site and the patient's blood pressure dropped. A CT scan was performed which revealed a retroperitoneal bleed. The retroperitoneal bleed was corrected with additional pressure and a blood transfusion. The bleeding at the access site was addressed with additional pressure. Patient was discharged. No further injury or complications noted.